Event description:
Implant ruptured. Rptr feels that the implants must have been old. Rptr called the MFR using the info on the label but it was not the MFR's phone number for over 3 years. Called co in one state but was faxed info from another state. Rptr thinks MFR has a division not main office where label states. Rptr wants to be reimbursed for the explant surgery.